Event description:
The aus was implanted in 1999. Info rec'd on 1/12/00, indicating the pt to be revised tomorrow, reason not indicated. Info rec'd on 1/31/00 indicated the pt had an infection so surgery was re-scheduled for sometime in march. Info rec'd on 6/12/00, indicates in 2000 the pump and cuff were removed from the pt and replaced due to recurring incontinence - "quick connect came undone."